Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the medical records, the patient had a prior history of deep vein thrombosis (dvt) and pulmonary embolism (pe), hematuria, vaginal bleeding and was on long term coumadin therapy. The filter was deployed at about the mid body of the l3 vertebral level without any reported complications. The patient was discharged in stable condition. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile from (ppf) indicates that the device was unable to be retrieved although there have been no documented attempts to retrieve the filter. The patient also reports to be suffering from anxiety, have varicose veins and abdominal pain. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Abdominal pain and varicose veins do not represent device malfunctions and may be related to underlying patient issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile from (ppf) indicates that the device was unable to be retrieved although there have been no documented attempts to retrieve the filter. The patient also reports to be suffering from anxiety, have varicose veins and abdominal pain. According to the medical records, the patient had a prior history of deep vein thrombosis (dvt) and pulmonary embolism (pe), hematuria, vaginal bleeding and was on long term coumadin therapy. The filter was deployed at about the mid body of the l3 vertebral level without any reported complications. The patient was discharged in stable condition.